Manufacturer narrative:
Additional MFR narrative: tp30l-212826b0: we have performed a review of the batch records for the concerned lot number, which appeared to have been released in accordance with the product specifications. Batch history : another complaint (B)(4) was registered for this batch number, for the events of ecchymosis and injection site extravasation, unrelated to the present complaint. UDI (gtin): (B)(4) corrected data: the injector was offered medical assistance but declined it. According to the results of the investigations, this case seems to be an oedema or an inflammatory reaction, potentially linked to the recent patient's covid infection. Oedemas appearing immediately after injection are well-known and documented adverse reactions following injections of hyaluronic acid fillers. They may be related to an allergic reaction or to the traumatic environment of the injection, they vary according to injection volume and technique and patient factors. With medical treatment, symptoms can be quickly fully resolved, without sequelae.

Event description:
This case occured outside of the united states, in (B)(6). According to the information received on (B)(6) 2022, a patient was injected on (B)(6) 2022 with a rha 2 product in the lips with a(B)(6) technique. Immediately after the injection, the patient presented with an impressive swelling in the lips, which the injector corrected with injection of hyaluronidase. The swelling persisted, therefore the patient was prescribed 60mg of prednisolone. The injector specified that the patient already received rha 4 in the past - without any reported adverse event and got the covid 1.5 months ago. In the opinion of the injector, the swelling might potentially be linked to the covid infection. As per the latest information received on (B)(6) 2022, the patient fully recovered from this event. This case was determined to be reportable due to the severity of the swelling.